Manufacturer narrative:
Items returned for investigation: stent, pusher, introducer, microcatheter. Items not returned for investigation: n/a. The reported complaint is unconfirmed. The investigation of the returned stent system found the stent returned loaded in the introducer. Replication testing was performed and found the stent was able to successfully advance through the returned microcatheter and fully open upon deployment. Furthermore, the stent was able to retract back into the microcatheter without issue. The investigation of the returned stent and microcatheter did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The stent was returned loaded in the introducer. The microcatheter was returned with the distal tip intact. The stent was advanced into the returned microcatheter for the investigation and was able to deploy and resheath without resistance. The proximal marker band od is specified at 0.0250¿ (+/-0.0003¿) and the returned pusher measured 0.0249¿.

Event description:
It was reported that during treatment of an aneurysm of the right middle cerebral artery, a flow diverter could not be recaptured completely within the microcatheter for repositioning. The microcatheter was reportedly stretched, which prevented the flow diverter from being completely retracted. The microcatheter and flow diverter were removed together and captured within the distal access catheter. There was no injury or intervention. The procedure was completed successfully with another device.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available but has not been returned to the manufacturer for evaluation. An investigation could not be performed and the alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted with the findings and conclusion.

Event description:
It was reported that during treatment of an aneurysm of the right middle cerebral artery, a flow diverter could not be recaptured completely within the microcatheter for repositioning. The microcatheter was reportedly stretched, which prevented the flow diverter from being completely retracted. The microcatheter and flow diverter were removed together and captured within the distal access catheter. There was no injury or intervention. The procedure was completed successfully with another device.